Event description:
It was reported in an article in the "journal of the pakistan medical association" titled ¿tunneled dialysis catheter utilization and patency: a retrospective-prospective study from a tertiary care hospital¿, that sometime post a dialysis catheter placement, of nineteen catheter-related infections, twelve patients allegedly developed with bacteremia and seven patients reportedly experienced unspecified infections. The current status of the patients is unknown.

Manufacturer narrative:
H10: misbah tahir, muhammad ali, danial khalid siddiqui, noureen durrani, jawaid iqbal and khalid mustafa (2024). Tunneled dialysis catheter utilization and patency: a retrospective prospective study from a tertiary care hospital in karachi pakistan. Journal of pakistan medical association, 74(1):48-52. Doi: 10.47391/jpma.8006. H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of nineteen for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.